Event description:
It was reported by the customer that a (B)(6) old female pt fell while being transferred from stretcher due to an alleged brake failure. The pt was guided during fall in an effort to avoid injury. Pt allegedly received minor bruising on the lower torso. The pt was examined by her physician and cleared. No further medical intervention was required.